Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic, episodes of ams were observed due to far field oversensing. Programming changes were made. The patient will be monitored with routine followup.